Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued: 1688tc/46, (B)(4). Review of quality records.

Event description:
It was reported that the system was explanted due to infection. The patient had history of multiple revisions of dialysis port and infection was likely from that site.